Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Root cause of the burn marks is likely due to component failure due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the olympus repair technician observed white residue inside the auxiliary water flow channel and identified burn marks on the distal-end plastic cover. There was no patient involvement.